Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient receiving unknown drug (unknown dose and concentration) via an implanted pump. The indication for use was non-malignant pain. It was reported the pump was inoperable and due to be removed soon. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-oct-11. It was reported that the pump remained in place but was discontinued because the hcp found alcohol in the patient's urine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated the patient's weight was (B)(6). It was noted that pain management discontinued use. No further complications were reported/anticipated.